Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 416 mg/dl at the time of the event and current blood glucose level was 424 mg/dl. The customer experienced a headache and was treated with an insulin pump and manual injection. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event. It was unknown that the pump was used within 48 hours. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.